Manufacturer narrative:
Note: catalog no. And lot. No. Provided (lot 041398) were manufactured by surgical sense and were distributed prior to davol's purchase/marketing of the device. Surgical sense part number is equivalent to davol part number. No pt information was included on the maude report, therefore, no follow-up is currently possible. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if proudct is returned for eval or additional info becomes available.